Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination ex guiding sheath was used for a contralateral approach on an iliac artery but was unable to go through the artery as the angle of the artery was too sharp. The guiding sheath was replaced by another destination ex guiding sheath (6fr) to continue the procedure. Subsequently, the procedure was successfully completed. The estimated blood loss was less than 250cc. There was no health damage to the patient.